Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 141 mg/dl, 52 mg/dl, 65 mg/dl, 71 mg/dl, 54 mg/dl, and 51 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated he self-treated with fruit and cottage cheese. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.